Manufacturer narrative:
Product event summary #stealth connect cranial 3.0 doesn't show gantry tilt error. Concomitant medical products: other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that an incomplete exam (157 slice CT) transfer via network occurred within cranial 3.0.1. It was stated the software displayed all 157 slices were being transferred within the software with no error message. After the data loaded and the patient was selected within the software, only 10 slices displayed and an error was displayed saying that there was not enough patient info for navigation. It was commented that the exam contained gantry tilt and could not be used for navigation. No patient present.